Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. For the no image issue a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction could not be identified. For the b30 error issue a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to communication failure caused by the deteriorated connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found the equipment did not emit image and it showed deterioration of connector which caused a b30 scope communication error to be displayed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source was connected to the endoscope, and it did not emit image. There were no reports of patient harm.